Event description:
It was reported that during a lap chole procedure, the clips failed to hold. Finished the case with this device. The surgeon placed a drain in and over night a little bleed was present. No transfusion was needed. There was no patient consequence. One device to be returned.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good condition. The instrument was cycled and fed the clips within manufacturing requirements. No anomalies were noted with the clip form. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.